Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket erosion. A revision was performed, and the crt-p was explanted while this right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead remained in service, and connected with the new crt-p. No additional adverse patient effects were reported. This crt-p will not be returned for analysis. Furthermore, the patient also had a subcutaneous implantable cardioverter defibrillator (s-ICD) and exhibited hematoma. However, the s-ICD remains in service along with the implantable electrode. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).